Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. It was not possible to determine the cause of the tip cover falling off. However, it is thought that the tip cover was not properly attached and fell off due to the load during the case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Instructin for use: ·do not use a tip cover with an abnormality. If you use an abnormal tip cover, not only will the endoscope not function properly, but the tip cover may fall off. If you continue to use the endoscope with the tip cover falling off, you may injure the body cavity with the exposed tip of the endoscope. Check the tip cover for abnormalities such as cracks, chips, pinholes, and significant deformation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the distal cover had dropped out and fell into the patient's mouth. The issue occurred during an endoscopic biliary drainage procedure. The intended procedure was completed with the same device. There were no reports of any delays, injury, or death. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.